Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that a bilateral patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision procedures on (B)(6) 2000 and (B)(6) 2001 due to component loosening. The tibial tray, tibial bearing, and stem were removed and replaced during both revision procedures. Subsequently, the patient underwent a further revision procedure on (B)(6) 2014 due to distal femur loosening and was treated with a custom made femur.

Event description:
It was reported that a bilateral patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision procedures on (B)(6) 2000 and (B)(6) 2001 due to component loosening. The tibial tray, tibial bearing, and stem were removed and replaced during both revision procedures. A further revision procedure has been indicated due to distal femur loosening; however, no revision procedure has been reported to date.